Event description:
Surgeon reported that on friday 10 july 1998 he was forced to perform an on-table revision of an acetabular component due to non-compatability between the two exeter components. The stem is now implanted with a smaller exeter femoral head and the above 32mm head is being held by the surgeon. There was no adverse consequence for the patient or delay in surgery or anesthesia time.